Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing a static fill estimate of 60 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressure used to estimate remaining insulin and advised that once actual insulin amount matched static display, gauge would begin counting down normally, and caller understood and acknowledged this information.